Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers reported via phone call of their insulin pump alerting low blood glucose and going into threshold suspend. The customer states their blood glucose at the time of incident was 220mg/dl, but the device was displaying 53mg/dl. Troubleshooting was conducted and the device is being returned for analysis. The sensor is being replaced.